Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-jul-2023. H.6. Investigation summary: a complaint of a set separating was received from the customer. A sample was returned for investigation. Through visual inspection, the defect of separation was confirmed. The two spikes had separated from the drip chamber. A device history record review for model 2477-0007 lot number 23045551 was performed. The search showed that a total of 25,203 units in 1 lot number were built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and a review of the manufacturing process was completed. The possible root cause for separation between the tubing and blood filter top cap can be related with lack of solvent due to the assembler not following the work instructions or the general assembly instructions for usage of the fixtures. A quality alert was issued to all involved personnel to inform of the failure mode and to reinforce the follow up to the work instruction. A quality alert was issued for leaders, supervisors, and engineers as well to inform of the failure mode and to follow up on frequential control. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with bd alaris¿ lvp (B)(6) 15d ss the tubes separated from the cap. The following information was provided by the initial reporter: tubes popped out of the cap.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ lvp bld180m 15d ss the tubes separated from the cap. The following information was provided by the initial reporter: tubes popped out of the cap.